Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a l4/5 anterior lumbar interbody fusion (alif) surgery, the surgeon was positioning the implant the tip sheared off in the implant. The tip was left in the implant. The patient was not affected. The surgeon chose to leave the tip insitu. He was advised that it is non-implant grade material. There was no lag theatre time and the patient was unharmed. This was just an instrument failure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the investigation of the complained instrument confirmed that the tip distal for holding the implant broken off. Additionally the thread distal has at several convolutions partial damages. The broken part was not return for investigation as it left in the implant in situ per surgeon decision. Investigation on documentation for material and manufacturing shows that the instrument has been produced in march 2013 and confirmed specification. No failure in material or manufacturing could be detected. Afterwards and without any further details it is unfortunately not possible to determine the exact cause of the tip damages. A mechanical force exposed to parameters outside approved range lead into a material fatigue which caused the reported event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.